Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient's ipg lost stimulation and communication after walking through a metal detector. The charger will not locate the ipg and an error message displays on the patient programmer. Follow-up identified the ipg is inoperable and surgical intervention may be undertaken at a future date.